Manufacturer narrative:
Additional information on 18-july-2024: siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Quality control (qc) recovered within the customer's acceptable ranges. The requested information required to investigate this incident was not made available to siemens. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2024-00052 was filed on 05-feb-2024.

Event description:
A discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension® exl¿ with lm integrated chemistry system. The falsely elevated result was reported and not questioned. In addition, a new sample was drawn from the same patient on (B)(6) 2024 and processed on an alternate non-siemens system. Prior troponin testing results from this patient have indicated a chronic high loci high-sensitivity troponin I (tnih). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated loci high-sensitivity troponin I (tnih) result.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a falsely elevated loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension® exl¿ with lm integrated chemistry system. Siemens is investigating the event.